Event description:
It was reported that the insulin pump alarmed motor error during normal used. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with damage battery cap coin slot, cracked reservoir tube lip, unit failed displacement test with units left on status screen, and motor error alarm during rewind due to out of phase motor encoder signal.